Event description:
A malfunction was reported as the insulin gauge displayed an amount different from expected, specifically a fill estimate issue. The displayed fill estimate was 140 units, while the expected was 249.8 units, and this discrepancy was greater than 30 units. There was no adverse impact on the customer's blood glucose level. The customer completed the load process and necessary steps to remove air from the cartridge and used room temperature insulin. However, they declined to load a new cartridge and expressed a desire to escalate the issue due to recurring occurrences across different cartridges.